Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
1/4. Two pinnacle acetabular quickset grater sets are defective. Each individual grater is affected. 15 surgeons complained about the fact that their graters are not clinically performing. They claimed reamers are worn to a point where it has become hazardous and not efficient to use them on their tha patients.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.